Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jan2019. The customer stated the service call was no longer needed, the unit is in working order and no repairs are needed at this time. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit was alarming; the screen was locking up and giving a voltage failure message. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.